Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) full lead returned and analyzed. Distal conductor distorted. Blood on distal conductor and proximal conductor, outer insulation breached cut, blood on helix. The helix will not extend or retract due to distal conductor distortion within the connector.

Event description:
It was reported the atrial lead had dislodged. During revision, the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.